Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2016-09350. It was reported that ostium dissection and chest pain occurred. Percutaneous coronary intervention (pci) was performed to an ostial/proximal occlusive right coronary artery (rca). A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, a dissection occurred in the ostium. Staining was noted in the aorta upon contrast injections. The patient had some chest pain but remained hemodynamically stable. The vessel was stented and the procedure was completed. No further patient complications were reported. The patient stayed in the hospital for 2 days. Echocardiogram was performed and the result appeared okay. The patient was discharged home.